Event description:
Cormet right hip revision after 5 years 5 months due to loose acetabular component.

Manufacturer narrative:
(B)(4) initial report. Device details, pt medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device mfg records to be reviewed.